Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(4), revealed a deposition surrounding the outlet stator bearing ball. Additionally, the evaluation revealed an area of kinking within the sealed outflow graft. The pump was returned with the driveline cut approximately 5.5¿ from the pump housing and a distal segment of 14.5¿ was returned. The remaining portion of the driveline was not returned. The sealed inflow conduit was returned attached to the inlet port; however, the flex section was cut in half prior to return. The proximal half and the inlet tube were not returned. The sealed outflow graft, with bend relief and bend relief collar, was returned attached to the outlet port. Visual inspection of the outflow graft found kinking at the proximal end of the graft. The orientation of the normal tissue ingrowth on the exterior of the outflow graft suggests that the kink was present for an undetermined period of time during the pump operation. Dissection of the graft revealed no evidence of developed depositions or thrombus formations. A specific cause for the observed twist in the sealed outflow graft could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition adhered adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the investigation of the returned pump, vad-18236, confirmed thrombus in the outlet stator and a kink/crease in the outflow graft.